Event description:
It was reported to covidien on 02/20/2009 that a customer had a problem with a peritoneal dialysis catheter. The customer reports patient rh had a hole in his catheter located on the top of the adapter. Patient developed peritonitis e. Coli, requiring antibiotic therapy.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.